Manufacturer narrative:
D10 continued: model number: gwc-12325lg-ft, catalog number: 7-10038-05, lot number: 518363-2, UDI: (B)(4), expiration date: 12/31/2025, manufacturing date: 12/14/2023. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection review for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy (oad) was being used to perform atherectomy on a left anterior descending (lad) artery and a heavily calcified, moderately tortuous right coronary artery (rca). During set up, the oad and saline pump were checked, and both functioned as intended. The viperwire advance guide wire with flex tip was first advanced into the lad. The oad was used to perform eight low speed treatments with 20-25 second intervals in between. After orbital atherectomy was complete in the lad, a xience sierra 2.5x33 drug eluting stent was placed. Next, the physician treated the rca. One low speed treatment was performed. On the second low speed treatment, the physician observed the proximal part of the oad crown was broken and detached in the proximal rca. The oad was removed and the oad crown was retrieved with a snare. The physician also observed the viperwire was fractured inside the rca. No interventions were performed to retrieve the fractured wire. The patient was in stable condition.